Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges with no force being applied to the catheter, it would only feed over the 0.35" wire for about 10 cm before it would 'catch' and wouldn't advance further. When the catheter was retrieved the catheter tip had detached while still on the wire. The event occurred at the beginning of the case.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.